Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photo. The photo shows an unraveled guidewire that has been advanced through the catheterization device, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "quickflash wire unravelled and disconnected during use on the patient. They put the line in engaged the wire, as they pulled it out, it was like pulling rope. They were able to remove it from the patient as the tip was still connected". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "quickflash wire unravelled and disconnected during use on the patient. They put the line in engaged the wire, as they pulled it out, it was like pulling rope. They were able to remove it from the patient as the tip was still connected". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".